Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. It shows that after the customer replaced the blower and the motor controller board no further blower temperature high occurrence.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was not in use on patient.